Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station rebooted itself while the user tried to access medication. A field service engineer powered off the device and replaced the drawer controller; however, during hardware test application (hta) testing the unit repeatedly rebooted when testing drawer 2. Identified a failed left slide on drawer 2, powered off the unit again, and replaced the left slide, module controller, and retractor band, but the same rebooting issue occurred in hardware test application (hta). Had the customer unload medications from drawer 2, powered off the unit, disconnected the drawer, and deleted it from the configuration. The device continued to reboot intermittently during application loading and synchronizing. Powered off again and replaced the power supply. Tested all connected drawers, then reconnected and reconfigured the full height drawers. Hardware test application (hta) passed without errors, and the customer successfully reassigned medications to drawer 2. The device no longer rebooted following the power supply replacement. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station rebooted when accessing a medication. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.